Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011 the patient's mom contacted animas reporting that her son's blood glucose levels were greater than 500 mg/dl on (B)(6) 2011 while at school. The patient's mom went to school and gave a correction via syringe and the patient's blood glucose levels started to come down. The patient's current blood glucose at the time of call was in the 200's mg/dl. The patient's mom stated that the infusion site was changed on (B)(6) 2011 and did not find any issues with the infusion site. The patient's blood glucose has been responding since the reported high blood glucose excursion at school. The pump's bolus totals adds up correctly and were delivered as programmed. There were no reported issues with the pump's settings, cartridge, and infusion set. Although troubleshooting did not find any indication of a malfunction that would contribute to the alleged high blood glucose excursion, this complaint is still being reported because it is still unknown what caused the high blood glucose excursion. The pump was replaced and is expected to be returned to animas for investigation.